Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred during drain two of six on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated during troubleshooting that they had disconnected from the patient line without following proper disconnect procedures and then reconnected to the line. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. The tsr also reviewed the proper disconnect and reconnect procedures with the hp. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient disconnected without using proper disconnect procedures and reconnected. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.